Event description:
It was reported by the rep that the (3) tlc75 were used during an unknown procedure and would not fire. The case completion and the pt consequence were not reported. 09/25/2000 add'l info received: there was no pt consequence.